Event description:
It was reported that the ventricular lead had been replaced. The new lead was connected to the pulse generator and it was noted to be operating in backup vvi mode. After a device software download, normal device function resumed. The patient condition was good.

Manufacturer narrative:
.